Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultrasmart meter display was frozen on the calibration code number. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 9:00 am, the patient noted the reported meter¿s display was frozen on the calibration code number 25 and she was unable to perform a blood glucose test. The patient manages her diabetes with novolog insulin taken on a sliding scale and 20.0 units lantus insulin. After the attempted use of the meter, the patient took the action of taking her 20.0 units lantus insulin but did not take any novolog insulin. At an unspecified time afterwards, the patient experienced the symptom of shaking and she felt hypoglycemic. The patient did not seek any medical attention or treatment. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin without benefit of a blood glucose reading due to the meter display issue. Therefore this complaint is being reported.